Manufacturer narrative:
Device evaluation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 450cc was found to have a tear on the posterior view, measuring approximately 0.1 cm. In addition, shell abrasion was noted on the edges of the rupture.   The evaluation determined that the possible cause of the rupture found was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination.  As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right capsular contracture; baker grade ii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 450cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her left side postoperatively. On (B)(6) 2024, mentor became aware that the replacement devices used on (B)(6) 2024 were catalog number smpx525; serial number (B)(6) on the left side, and catalog number smpx525; serial number (B)(6) on the right side. On (B)(6) 2024, mentor became aware patient suffered chest injury on the left side, and experienced right side capsular contracture; baker grade ii in addition to left side rupture. Additionally, developed glandular ptosis. This medwatch report is for the patient¿s right-sided device.